Manufacturer narrative:
B3 - date of event: used the first date of the month of aware date as no information was provided. Device evaluated by MFR: the 2cm peripheral cutting balloon was returned for analysis. The device was received inserted in an introducer sheath. The introducer sheath was noted to be damaged. The investigator was not able to remove the device from the introducer sheath as did not want to damage the device any further. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approx. 10mm proximal from the distal markerband. A visual and tactile examination identified multiple shaft kinks.

Event description:
It was reported that balloon rupture, deflation issues, and aborted procedure occurred. A 6.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilatation. However, during the fifth inflation at 10atmospheres for several seconds, the balloon ruptured. During withdrawal, deflation could not be performed properly as usual resulting in the balloon folding into a flounder shape. Subsequently, the balloon was removed with the entire sheath. The procedure was not completed. There was no patient injury reported and the patient was in good condition after the procedure.

Manufacturer narrative:
B3 - date of event: used the first date of the month of aware date as no information was provided.

Event description:
It was reported that balloon rupture, deflation issues, and aborted procedure occurred. A 6.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilatation. However, during the fifth inflation at 10atmospheres for several seconds, the balloon ruptured. During withdrawal, deflation could not be performed properly as usual resulting in the balloon folding into a flounder shape. Subsequently, the balloon was removed with the entire sheath. The procedure was not completed. There was no patient injury reported and the patient was in good condition after the procedure.